Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during preparation, the catheter tip was already bent when they opened the package. The procedure was completed with another uromax ultra dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the complaint device revealed that the balloon was still tightly wrapped indicating that the device had not been inflated. A severe kink was also noted at approximately 110mm proximal from the proximal balloon weld. No other issues were noted during analysis. As the incident occurred outside of the patient¿s body during procedure preparation and as there is no evidence that the device was damaged prior to removal from its packaging. This failure is likely due to excess force being applied to the device. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during preparation, the catheter tip was already bent when they opened the package. The procedure was completed with another uromax ultra dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.